Manufacturer narrative:
Electronic data from AED sn (B)(6) was received by defibtech. Analysis of the electronic data files reveals a rescue attempt on (B)(6) 2019 totaling 254 seconds and consisting of 3 analysis periods and no shocks delivered. Details of the event are as follows: in analysis period 1, the AED encountered interference and analysis was re-initiated. In analysis period 2, the AED encountered apparent interference with CPR artifact, and a shock was not advised nor delivered. In analysis period 3, the AED encountered a rhythm resembling fine ventricular fibrillation with junctional beats and CPR artifacts. A shock was initially advised, but during charging, the non-shockable nature of the patient became more apparent and appropriately the shock was canceled. During the rescue attempt, the AED performed appropriately.

Manufacturer narrative:
Although requested, no patient ECG data nor electronic AED data was provided by the customer and a root cause is not known. Should additional information become available a follow-up MDR will be submitted.

Event description:
It was reported a patient having a stress test was hooked up to a 12 lead EKG which showed ventricular fibrillation; however, the AED did not advise a shock. They further reported that they retrieved another AED, which had a manual override feature and they used that AED to shock the patient. Although requested, no patient ECG data nor electronic AED data was provided by the customer and a root cause is not known. Should additional information become available a follow-up MDR will be submitted.